Event description:
On (B)(6) 2021 I became aware that my CPAP was recalled by philips by reading a news article. I was not notified by anyone or by any company or by any medical office of this recall. I immediately contacted philips who said they were aware of the issue and that I should enter my units serial number in their recall website. I did so and was told by them that I would receive a remediation by the end of the calendar year 2021. Again, without having been notified of any update, I visited their recall website on or about (B)(6) 2022 and found out my claim was being held up because they needed information from my doctor. I then asked my doctor, respiratory specialists in (B)(6), to fax my rx for a replacement CPAP to philips at the number provided on their recall website, (B)(4). This was after waiting over a full year to have my current unit, now not fully working, to be replaced. (My unit's humidifier is totally inoperable, is cutting off 4-5 times a night, and it is expelling dark matter into my breathing tube. I have since put additional filters in the tube line to help block whatever this stuff is.) To date I have not gotten any reply or response from philips. My contact information is: (B)(6).